Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Customer's blood glucose level was 301 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.